Manufacturer narrative:
The impella pump was returned. Visually inspected the pump and catheter was kinked close to the 50 cm marking. There were no issues found with the cath anchor. No biomaterial or cannula kink was seen. No other abnormalities were found. Data logs were reviewed, suction alarms were found throughout the case and pump was unable to run greater than p-2 without suction. Also, placement signal trending down. The cause of the positioning issue was use related. The cause of the low pump flow issue was most likely patient condition related.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 81-year-old male patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the pump had low pump flows. The pump was unable to flow above p2 without suction, and was unable to wean down bypass flows without significant hypotension. The pump was attempted to be repositioned and noted multiple cinches in catheter that prevented 5.5 from being advanced further. The staff was unsure if this was an issue with the manufacturing or if it was an issue with not deploying the blue bottom completely prior to attempting repositioning. The patient expired while on support. Per abiomed's medical safety officer review, there is not enough information to associate the use of device with the patient's outcome.